Manufacturer narrative:
The insulin pump was received with blank display due to interface board component broken solder joint. The device also had a scratched lcd window, cracked display window corners, cracked battery tube threads and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that for the past few days, the insulin pump's display had gone blank several times. Customer's blood glucose value was 14.9 mmol/l. The insulin pump was replaced and returned for analysis. It was stated that the display returned after changing the battery but went blank again after 2 days. The device was not dropped or exposed to moisture and the drive support cap was not damages. The insulin pump was replaced and returned for analysis.